Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner. A test reservoir was installed and it did not lock in place due to the broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir is not locking into the insulin pump properly. The customer stated she noticed the edge on the reservoir compartment is rough and chipped. The customer was unsure of her blood glucose level at the time of incident. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.